Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. There was no adverse effect to customer's blood glucose level. Customer declined further troubleshooting.